Event description:
It was reported that during the implant attempt, the helix of the lead would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted. There was blood in/on the helix/lobe mechanism. The lead was received with the helix fully retracted and the distal conductor distorted within the connector.